Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: a vena cava filter was deployed successfully one day prior to hysteroscopy and removal of a fundal polyp. The patient was in stable condition at the conclusion of the surgical procedure. Approximately eight months post filter deployment, an unsuccessful attempt was made to retrieve the filter. The filter remains in place. Per medical records received no other attempt was made to retrieve the filter. There was no other pertinent patient, device or medical information provided leading up to or surrounding the attempted filter retrieval. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Eight months post filter deployment, the filter could not be removed during a retrieval attempt. Based on the provided medical records, the investigation is confirmed for difficulties in removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: medical records received and reviewed. Approximately eight months post filter deployment an unsuccessful attempt was made to retrieve the filter. Per medical records received, no other attempts were made to retrieve the filter. There was no reported patient injury.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. Approximately eight months post filter deployment an unsuccessful attempt was made to retrieve the filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months post filter deployment, filter retrieval attempts were made unsuccessfully. The procedure was eventually terminated. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiry date: 10/2012), g4 h11: h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.